Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was in the hospital for an event unrelated to the pump, on (B)(6) 2012, the patient experienced gi bleeding. The site of the bleeding was unknown, but the guaiac stool test was positive. The patient was given a blood transfusion of 8.00 packed red blood cells on (B)(6) 2013.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.